Event description:
It was reported that during a prostate procedure, the first fiber forward fired. A second fiber was chosen to continue with the procedure, however it exhibited forward firing and a third fiber was chosen to move forward with the procedure. The third fiber exhibited forward firing during the procedure and a fourth fiber was chosen and was utilized to complete the procedure. There was no patient injury reported due to this event. This report is for the second fiber.